Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling resulted in the reported delivery catheter damage causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely deploy/expose the stent; however this cannot be confirmed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during the procedural preparation of a 5.0x60mm absolute pro self-expanding stent (ses) that the stent was not correctly positioned on its guide [prematurely deployed] and guide [delivery catheter] was noted to be damaged. There was no patient involvement nor clinical delay. No additional information was provided.